Event description:
Name of procedure: lap. Cholecystectomy. Event description: the clipper didn't load in a correct way. After setting a few clips, they had to press a few times to get a clip. After that repeats, they opened a new ca500. Additional information received from applied medical representative via email on 23sep25: this lot-number should be contained in a kit. They use the kit gk987. Additional information received from applied medical representative via email on 25sep25: sometimes the clip loaded into the jaws and sometimes not. If the clip was loaded, it was ok. But they fired the clipper and there was no clip. It occurred again and again until they opened a new one. If there was a clip, it was ok, properly seated. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip was manually removed from the jaws. They didn¿t remove the clip from the jaws. The trigger was easy to actuate. Additional information received from applied medical representative via email on 01oct25: they buy the kit like a reel (100 bx. In the last 3 quarters¿). Maybe you should try it with the number 700 315 378 instead of gk987 intervention: device replacement. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap. Cholecystectomy event description: the clipper didn't load in a correct way. After setting a few clips, they had to press a few times to get a clip. After that repeats, they opened a new ca500. Additional information received from applied medical representative via email on 23sep25: this lot-number should be contained in a kit. They use the kit gk987. Additional information received from applied medical representative via email on 25sep25: sometimes the clip loaded into the jaws and sometimes not. If the clip was loaded, it was ok. But they fired the clipper and there was no clip. It occurred again and again until they opened a new one. If there was a clip, it was ok, properly seated. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip was manually removed from the jaws. They didn¿t remove the clip from the jaws. The trigger was easy to actuate. Additional information received from applied medical representative via email on 01oct25: they buy the kit like a reel (100 bx. In the last 3 quarters¿). Maybe you should try it with the number 700 315 378 instead of gk987 intervention: device replacement patient status: no patient injury.